Event description:
It was reported that the device exhibited an alarm for the cassette not attached, and the downstream occlusion (dso) and battery compartment were damaged. The event occurred during testing. There was no delay of therapy, no patient involvement and no patient harm.

Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Corrected data: d4 ¿ UDI. One device was received for evaluation. Visual inspection found a peeled downstream occlusion seal. A 'cassette not attached properly' was revealed in the event history log. Functional testing was able to verify the downstream occlusion seal problem. Functional testing was unable to duplicate the 'cassette not attached' problem; however, it was duplicated in the event history log. The downstream occlusion sensor assembly was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.